Event description:
It was reported that during use of the bd ultra fine¿ pen needles the consumer stated "that the non patient end is either bent or not long enough to insert into the pen resulting in the pen not working."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra fine¿ pen needles the consumer stated "that the non patient end is either bent or not long enough to insert into the pen resulting in the pen not working."